Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.10 ozf-in). Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Performed leak test and no fluid leaks were noted outside the fluid pathway. Inpen passed front cap investigation. In conclusion: inpen received working as designed. Inpen passed most required testing, however, inpen failed dialing alignment. The inpen transmits accurate dosages to the app. Therefore, the customer concern of difficult to dial/dose, dose log/report data inaccuracy, and high bg's could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported issues with the inpen, where the injection or dose button was difficult to press, and the dose knob or dial was hard to turn. The app was not recording doses when the button was hard to press. Blood glucose value at the time of the event was 300 mg/dl. The customer was treated with a manual injection. The event involved product mmt-105nnblna. Troubleshooting was performed, and the customer was advised not to force insulin delivery if difficulty pressing the button or turning the dial is experienced. The customer was instructed to discontinue use of the inpen, revert to the backup plan as per the healthcare provider¿s instructions. Troubleshooting was declined by the customer for high blood glucose event. No patient complications were reported. The customer will discontinue use of the inpen. Mmt-105nnblna was requested, and the customer response was that the device will be returned.